Manufacturer narrative:
(B)(4). The return status has been changed from yes to no. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery. The lesion was interrogated by intravascular ultrasound and it was discovered that the stent needed was longer than the older bioresorbable stent that had dissolved. It is unclear if the xience xpedition 4.0 x 23 mm stent delivery system failed to cross the anatomy. Another device was used to complete the procedure. There was no reported adverse patient effect or clinically significant delay in the procedure. No additional information was provided.